Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure, and two new leads were added due to an unknown reason. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.